Event description:
It was reported that during a da vinci-assisted surgical procedure, the small clip applier instrument was unable to properly clamp. The procedure was completed using a backup instrument with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument involved with this complaint and completed the device evaluation. The instrument was tested with an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was further tested and failed the grip clip test. Visual inspection identified no signs of obvious damage on any cable or wires, and all other parts of the instrument.